Event description:
Medwatch number mw5090798. It was reported that patient experienced abdominal pain. On (B)(6) 2011, patient was implanted with a greenfield vena cava filter (gvcf). Per patient, she experienced severe abdominal pain 3 years post device implantation. Then 1 year later, patient developed gastrointestinal bleeding for which she was diagnosed with diverticulitis. About six months ago, the patient was diagnosed with acid reflux. The diagnosis came after experiencing a feeling of light headedness each time she went to the bathroom to have a bowel movement. The patient is currently on prilosec which seems to be helping with the feeling of discomfort and light headedness.